Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the microcatheter's instructions for use (IFU), "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the mechanical thrombectomy procedure, the microcatheter's marker band separated and was left within the patient. It was reported that a competitor thrombectomy device was successfully delivered through the microcatheter and was able to retrieve the clot. After the clot retrieval and during replacement of the microcatheter, a hemorrhage was noted near the m2. The procedure was then terminated by the physician. Follow up imaging revealed the marker band was within the m2. No additional medical intervention was required. No patient complications were reported.